Event description:
It was reported that they can't get temperature out on monitor in an arctic sun device.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue is confirmed. The root cause of the reported issue was a failed temp out cable. The device was evaluated upon receipt. Hooked up the device to monitor with patient temperature simulator, no signal out. Changed the cable and got a temperature on the monitor. Functional verification and electrical safety test. The temp put cable was replaced. The device was overfilled. The excess water (about 0.3 to 0.4l) was removed. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A DHR is not required because the batch number of the product is unknown. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they can't get temperature out on monitor in an arctic sun device. Per review of work order evaluation, hooked up the device to monitor with patient temperature simulator, no signal out. Changed the cable and got a temperature on the monitor. Per sample evaluation results on 10mar2026, the device was also overfilled with water.